Event description:
The customer called to report a button error alarm. The customer stated that she changed the battery, then the screen went blank. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify the button error alarm due to the blank display anomaly. The insulin pump had a missing end cap sticker and moisture damage on the motor.